Event description:
Pt with a history of myasthenia gravis receives plasmapheresis. Pt was taken to the operating room for placement of an optiflow catheter. It was elected to use the left jugular vein for access. Under use of ultrasound and percutaneous access, the wire was placed into the jugular vein and passed across the chest into the inferior vena cava. An attempt was then made to pass the sheathed catheter. The stiff catheter would not position itself correctly in the superior vena cava. After several attempts at proper placement, the pt became hypotensive and it was evident by fluoroscopy that there was blood in the right chest and the pt had a hemothorax. A stat consult was made to the cardiovascular team. A chest tube was placed in the right pleural cavity. A mediastinal sternotomy was performed. Marked hematoma in the upper portion of the incision was noted corresponding to the innominate vein. The vein was isolated and 2-3 puncture sites were noted in the middle on the innominate vein in its span across the aorta. The innominate vein was ligated and over-sewn at both ends. Proximal to the innomniate vein was a second puncture hole just beyond the ij subclavian confluence. This too was over-sewn. The pleural cavity was opened and approx one liter of blood was noted and evacuated. A small site was also sutured at the posterior aspect of the superior vena cava near the azygoous junction. Hemostasis was achieved intra-operatively. The pt had a marked coogulopathy that was treated with blood products and medication. This incident was identified during the investigation of a similar bleeding event in 2003 (mandatory medwatch report filed). Questions/concerns regarding the device and using the left side for insertion are being raised.